Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "tight trocar" (fitting problem). A surgeon reported the cannula could not fit with the trocar. The surgeon reported, upon microscopic observation, the cannula gauge was found to be thick and deformed. There was no patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).